Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag ac) for aortic arch aneurysm. Two ctag ac devices were deployed. No pulse in the right leg was shown during doppler examination. Angiography confirmed superficial femoral artery occlusion due to plaque shift. Fogarty catheter was performed to remove the plaque. The patient tolerated the procedure. The physician stated as follows: during insertion of the second device, the plaque might had shift when the device passed the aortic arch. It can't be helped because it's the result of doing things that can be done, such as loosening the tension of the guide wire so that it doesn't hit the arch too much.